Event description:
Pt suffered a blow out fracture of left eye orbit 3 yrs ago which was repaired with silicone implant. Implant didn't fuse and was removed in 1985. Second implant inserted in 1988. Pt c/o implant riding up causing irritation and pain. Implant removed and new implant inserted.